Event description:
Reporting status: serious injury. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt died. Based on limited info, this event is being conservatively filed as a death MDR. No additional event or pt info is available.